Event description:
The report from hospital say, at 09:00 on mar. 3, 2022, when the patient was using the ventilator for assisted ventilation, the ventilator screen suddenly went black. The nurse checked the power supply to be normal and then immediately disconnected the ventilator and prepared a backup ventilator. There was no adverse effect on the patient. Hamilton-g5 made in jan. 1, 2012.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for ventilation. The root cause of the event could not be determined. The most probable root cause may be that the ac power supply at the hospital was unstable, the device indicated that the internal battery is depleted, but the operator thought that there would be no problem when an external power supply is connected and therefore ignored it. The internal battery was replaced, and the machine worked normally. There was no patient or user harm reported.